Event description:
Related to MFR report #2183959-2012-00609. It was reported the pt was implanted with an elevate graft system on (B)(6) 2010 to treat her pelvic organ prolapse. The pt experienced pelvic pain, dyspareunia, adhesions, chronic interstitial cystitis, mental and physical pain and suffering, mental anguish, disability and permanent injury. The pt had undergone multiple non-specified surgery and revisionary procedures.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.